Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, x-ray confirmed externalized conductors on the right ventricular (rv) lead. All lead electrical parameters were in range and no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.